Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. (Expiry date: 04/2023).

Event description:
It was reported that approximately five months post port placement in the subclavian, the catheter had allegedly split. It was further reported that an intervention was performed to retrieve the catheter parts. Reportedly the patient allegedly experienced pain while infusing and the catheter was allegedly migrated inside the patient body between the ventricle and the right atrium. The patient reported to be stable.

Event description:
It was reported that approximately five months post port placement in the subclavian, the catheter had allegedly split. It was further reported that an intervention was performed to retrieve the catheter parts. Reportedly the patient allegedly experienced pain while infusing and the catheter was allegedly migrated inside the patient body between the ventricle and the right atrium. The patient reported to be stable.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport MRI isp implantable port attached to a groshong catheter in two segments were returned for evaluation. Functional, gross visual, tactile and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture and material separation and the identified dent issues, as a complete circumferential break was noted on the distal end of the catheter attached and proximal end of the distal catheter segment that were elliptical in shape. The surface of the complete circumferential break on the distal end of the catheter attached and proximal end of the distal catheter segment were noted to be finely granular. However the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The characteristics of the break are indicative of pinch-off. Pinch-off is known to occur when implanting the catheter into the subclavian vein medial to the border of the first rib, which the user is instructed to avoid in the instruction for use. A definite root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Instructions for use states: "this device is contraindicated for catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates of pinch-off." ¿preventing pinch-off the risk of pinch-off syndrome can be avoided by inserting the catheter via the internal jugular vein (ij). Subclavian insertion of the catheter medial to the border of the first rib may cause catheter pinch-off, which in turn results in occlusion causing port system failure during power injection. If you choose to insert the catheter into the subclavian vein, it should be inserted lateral to the border of the first rib or at the junction with the axillary vein because such insertion will avoid compression of the catheter, which can cause damage and even sever the catheter. The use of image guidance upon insertion is strongly recommended. A radiographic confirmation of catheter insertion should be made to ensure that the catheter is not being pinched.¿ h10: d4 (expiry date: 04/2023), g3, h6(device, method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.